Event description:
Received info regarding a cartridge with a leak at the pigtail tubing and luer lock connection. Customer's blood glucose level was impacted (250-400 mg/dl).

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.